Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be could be normal wear, and user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin:(B)(4).

Event description:
It was reported that insulation was damaged.